Manufacturer narrative:
Explant surgery is planned for the future. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma.

Event description:
Company representative reported on behalf of a patient that "periodically a lymph nodes increase was observed," pain, seroma, and "regional lymphadenopathy" on the left side. The device remains implanted.